Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that thrombus occurred. The patient was undergoing a left atrial appendage closure procedure. A watchman access system was positioned in the patient and a 27mm watchman ® laa closure device & delivery system was advanced. The device was deployed, but then fully recaptured and removed due to a 6mm gap in the posterior lobe. A 30mm watchman ® laa closure device was then advanced. During use of this device thrombus was observed in the laa. The device was removed and the procedure was aborted. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Describe event or problem : updated. Outcomes attrib. To ae corrected from other to required intervention brand name corrected from watchman ® laa closure device & delivery system to watchman® access system upn corrected from m635ws30060 to m635ts20060. Catalog/model # corrected from ws-3006 to ts-2006. Device lot number corrected from 0020472175 to 0020659359. Device expiration date corrected from 03/30/2020 to 05/17/2020. Device manufactured date corrected from 04/26/2017 to 06/28/2017. (B)(4).

Event description:
It was further reported that the thrombus was observed while the 30mm wds was still being advanced in the watchman access system (was). The 30mm wds was not advanced past the distal tip of the was. The patient's activated clotting time (act) was 300 seconds. A syringe was used to aspirate the thrombus. The procedure was aborted after three hours; during that time 5000 units of heparin was administered.